Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The investigation is ongoing.

Event description:
Roche diagnostics received a customer complaint regarding alleged non-reproducible high elecsys troponin t hs assay results for four patient samples tested on a cobas e 801 analytical unit. Sample 1: the initial result was 614 ng/l. The repeat result was 48.2 ng/l. The repeat result on another e801 instrument was 44 ng/l. A new sample was obtained, and the result was 55 ng/l. Sample 2: the initial result was 166 ng/l. The repeat results were 7.58 ng/l, 5.3 ng/l, and 5.25 ng/l. Sample 3: the initial result was 354 ng/l. The repeat results were 7.58 ng/l and 7.47 ng/l. Sample 3: the initial result was 1254 ng/l. The repeat results were 7.98 ng/l and 3.7 ng/l.

Manufacturer narrative:
Qc was within range before the event. There was no calibration influence observed. Alarm data was not provided for the date of the event. However, the alarm data that was provided showed a pattern of constant sample quality-related alarms through the month of october, which can be consistent with a pre-analytical issue. A review of the sample foam detection (sfd) images revealed very dirty grippers and particles present in the sample. The investigation was unable to determine a direct root cause due to limited information. A general reagent or analyzer problem was not present because the qc before the event was within range. The available information does suggest a sample quality issue.